Event description:
An altitude alarm was reported by the pump. There was no reported impact to the customer¿s blood glucose level. The customer declined any further troubleshooting and follow-up, and customer technical support decided to close the case.